Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's charging and depletion issues were due to the patient's "battery being over 6 years old." The patient statedit was starting to turn off by itself and required the patient to charge 2-3 times a week. No further information was reported.

Manufacturer narrative:
Event date: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient's ins was removed because their ins was dying more frequently, they had to charge 3 times per week, and it was taking longer to charge. They had no program changed and didn't make any adjustments. No further complications reported.